Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a f/u report will be submitted.

Event description:
The customer reported the rapid response team was called for a pt who was found with an o2 sat reading of 80%, shallow breathing, cyanotic, and greyish in color. The pt was hypotensive and when the respiratory therapist arrived the pt was on a non-rebreather mask. Several attempts were made to reposition sensor and/or place new sensor to see if a better saturation reading could be attained. A saturation of 95% was attained. The respiratory therapist was unable to obtain an abg. It was noticed that no matter what saturation was reading the pleth waveform never changed.